Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. One tr band and inflator were returned for evaluation. The sample was subject to visual analysis. No damage or deformities were noted on the band or inflator. There is 4ml of air left in the balloon. The sample was subject to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for approximately 30 seconds. Air bubbles were observed from the balloon assembly. The sample failed leak testing. The sample was placed under microscope to get a look at the location of the leak. There is an incomplete weld around the balloon assembly that creates a hole in the balloon. The complaint can be confirmed for air leakage issues. The cause is an incomplete weld on the balloon assembly that creates a hole in the balloon. The ops quality engineer (qe) was notified, and non-conformances (nc) was initiated for this issue. The nc will contain root cause analysis and corrective actions. A corrective and preventative action (CAPA) was initiated for the increase in air leakage issues. Review of device history record (DHR) cannot be completed due to the unknown lot number. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number . D4: UDI: unknown due to unknown lot number. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. H4: device manufacture date: unknown due to unknown lot number. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility that the involved tr band was opened but not used. The doctor changed their mind on closure. The tech that opened the tr band 2 had an issue with a tr band 2 last week and decided to test the band. Upon inflating the device, the air immediately began to leak out. The device was never used on the patient. The patient was discharged with no issue. The procedure outcome was a success. The event occurred post-treatment. The patient was not injured, medical or surgical intervention was not required. Additional information was received on 24 may 23: the closure was completed using a merit band. The procedure being performed was a left heat catheterization. There was zero (o) ml's of air injected into the tr band. There was no noticeable damage to the device. The device was not manipulated before use in any way, pre-use or during storage. The product was stored on the shelf in the lab prior to use. Explanation of events: the doctor originally asked for the tr band for closure, therefore the product was opened. Before applying the band, the doctor decided not us the tr band therefore the tr band was not used on the patient. The tech in the room decided to test the tr band on his hand after the case was completed and noticed an air leak when trying to inflate the band.